Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for essential tremor. It was reported the left side was not working as they didn't hit the sweet spot. The patient has the unit turned off. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported there were no circumstances that led to the left side implantable neurostimulator (ins) not working and nothing was done to resolve it. No further complications were anticipated.